Event description:
The reported description notes that the bedside monitor did not produce a tachycardia alarm when the heart rate was exceeded beyond the preset limits. No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor produced a v-tach alarm but did not sent the v-tachycardia alarm to the central station monitor. There has been no allegation of patient injury. Philips in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.